Event description:
It was reported that the patient experienced anxiety due to the right ventricular lead triggering an alert for high rate non-sustained ventricular tachycardia episodes and intermittent t wave oversensing. The lead is being monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.